Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not removing residual air from the cartridge correctly. Tandem customer technical support informed the customer how to remove residual air from the cartridge. Customer changed pump supplies to address the issue.